Manufacturer narrative:
The tandem t:slim pump user guide indicates to use only use u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing blood glucose (bg) levels in the 40-50 mg/dl range. Glucose tablets and juice were used to address the low bg level. After consulting with a healthcare provider, the settings on the pump were changed and the insulin was changed from a u500 to u100.